Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No specific patient information was provided.

Event description:
The customer obtained falsely elevated magnesium results while using the architect c4000 analyzer. The customer uses a normal range of 1.6 to 2.5 mg/dl; and critical >6.0 mg/dl. The following initial and repeat results performed on second analyzer were provided: sample 1: 7.6 and 1.9 mg/dl. Sample 2: 6.0 and 1.9 mg/dl. Sample 3: 9.5 and 4.0 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The field service representative resolved the issue by manually cleaning the cuvettes and replacing the cuvette washer dry tip and high concentration waste peristaltic pump tubing. No additional discrepant result issues have been reported since the service activity was completed. The tubing, peristaltic head (rohs) was determined to be the likely cause of the issue. The instrument service history review identified no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of device history records and trending data for the peristaltic head tubing identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 analyzer was identified.

Event description:
The customer obtained falsely elevated magnesium results while using the architect c4000 analyzer. The customer uses a normal range of 1.6 to 2.5 mg/dl; and critical 6.0 mg/dl. The following initial and repeat results performed on second analyzer were provided: sample 1: 7.6 and 1.9 mg/dl. Sample 2: 6.0 and 1.9 mg/dl. Sample 3: 9.5 and 4.0 mg/dl no impact to patient management was reported.